Manufacturer narrative:
B5: per updated information a 13.2mm tmicl13.2 -9.50/2.50/112 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2022, the lens was exchanged for a different model and diopter lens. The reporter stated "so far the icl has not appeared to have rotated. The new icl that was placed is spherical. Patient is doing well. " claim#: (B)(4).

Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -9.50/2.5/112, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation was observed, unknown if lens was repositioned. If additional information is received a supplemental medwatch report will be submitted.